Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for post-laminectomy pain. It was reported there was a coupling and or communication issues. An ins overdischarge is suspected. Patient compliance was primary reason for overdischarge. The last time any stimulation was felt was 2 to 6 months ago. The last successful recharging session was 2 to 6 months ago. Recommended using antenna locate feature. This did not fix the problem. Additional information was received. This is the same overdischarge that was reported in the previous call in (B)(6). The call was about recharger / recharging. A problem was reported. Caller reports coupling and or communication issues. Recommended physician mode recharge(s) be performed. An ins overdischarge is suspected. Dissatisfaction with stimulation was primary reason for overdischarge. Pt mentioned that the trial worked better than the implant and that he ins had to be turned up so high that it caused discomfort. A field staff request was made. Left message for field contact sent individual an e-mail. Additional information was received on (B)(6) 2012. The overdischarge was confirmed. Patient compliance a prm was performed-the patient had to return home to take care of his wife. I told him to try to go home and charge it normally. If he was unable to charge normally that it would require another prm. I have called and left the patient a message and did not hear back. I will make another call to him on monday. Patient had been unable to recharge normally. Additional information was received on (B)(6) 2018. It was reported that the ins didn¿t work well. The patient stated the trial seemed to work pretty well, but right from the start of the permanent installation it seemed to effectively overcome the sciatica, but the patient had to turn the figure up to where the stimulation itself became uncomfortable. The patient added that the trial went well, and they didn¿t have to turn stimulation up that high during the trial. The patient said unfortunately, it got to a point where it was becoming as discomforting, if not more so, as the sciatica itself. The patient confirmed the sciatica was diagnosed prior to getting the ins, and it was the reason they got the implant. The patient reported the ins died, the ins quit communicating with the controller, and it would no longer take a charge. The patient said when this happened, they put the patient programmer in a drawer and lost interest in it and elected to not have the system replaced. The patient asked if there was any problem with leaving the device inside them. No further complications were reported.